Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent a radiofrequency ablation and suffered cardiac tamponade during the ablation phase of the procedure using a thermocool smarttouch catheter. The patient was treated with pericardial drainage and fully recovered. The procedure was aborted. The physician assessed that the event was procedure related. No bwi product malfunctions were reported.